Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer attempted to install a new cartridge to resolve issue; however, the cartridge did not fit. Customer installed original cartridge that the o-ring came off of to resolve issue. Customer¿s blood glucose level ranged from 258-286 mg/dl.